Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, there was no patient information reported.

Event description:
It was reported that the 8100 had under infused, and the customer needed help with downloading the event and error logs.